Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to pelvic organ prolapse, stress urinary incontinence and interstitial cystitis. The patient underwent partial removal of mesh on (B)(6) 2009 and then underwent removal of full mesh on (B)(6) 2010. It was reported that the patient underwent implant of a spinal stimulator and battery on (B)(6) 2011 and then had it removed on (B)(6) 2011. The patient experienced pain, recurrence, worsening of incontinence, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, recurrence and worsening of incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and an ams mini arc were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.